Manufacturer narrative:
(B)(4). This report of a system error 2240 (air in cassette) alarm was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted (B)(4) regarding assistance with a system error 2240 alarm during dwell 2 of 4 on the homechoice machine(hc). The technical service representative (tsr) assisted the home patient(hp) to close all clamps and transfer set. The tsr assisted the hp to cycle power off and on. The hc moved to "press go to start". The tsr explained the alarms. The tsr advised the hp to discard all supplies and report the alarms to their peritoneal dialysis nurse in the morning. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.